Manufacturer narrative:
This part is not approved for sale in the us but a similar part with catalogue# 54840004525 and 510k# k091974 and (B)(4) is approved for sale in the us. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, patient underwent spinal procedure at t3-4. Post-op, the inserted pedicle screw at t3 was loosened. Reportedly, on (B)(6) 2017, patient underwent posterior fusion revision surgery at c7-t5 due to metastasis tumor of t2 and also, screw was replaced with larger size of pedicle screw. No complications were reported as a result of this event.